Manufacturer narrative:
"The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported swelling and pain at the insertion site while wearing an adc freestyle libre sensor. Customer had the site examined by a doctor who performed an x-ray, and at the time of call it was not ensured that there was nothing was left inside the arm. Customer further reported that the doctor will perform a surgical procedure to remove "it". No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported swelling and pain at the insertion site while wearing an adc freestyle libre sensor. Customer had the site examined by a doctor who performed an x-ray, and at the time of call it was not ensured that there was nothing was left inside the arm. Customer further reported that the doctor will perform a surgical procedure to remove "it". No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The serial number of the freestyle libre sensor associated with this complaint is unknown. During investigation of the track and trend review related to sensor insertion issues in january 2021, a failure mode was identified for a specific population of sensors. As the serial number of the sensor associated with this complaint is unknown, abbott diabetes care is unable to determine if this particular sensor was impacted by the observed manufacturing issue. Outside of the known manufacturing issue the available tripped trend reports for libre sensor and insertion-6 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported swelling and pain at the insertion site while wearing an adc freestyle libre sensor. Customer had the site examined by a doctor who performed an x-ray, and at the time of call it was not ensured that there was nothing was left inside the arm. Customer further reported that the doctor will perform a surgical procedure to remove "it". No further information was provided. There was no report of death or permanent injury associated with this event.